Event description:
Information was received that an alarm on a smiths medical pneupac parapac ventilator "is not working". No adverse effects were reported.

Manufacturer narrative:
Device evaluation: received device in used condition with battery compartment cap missing. Battery holder compartment was also damaged. This confirms customer reported reason as electronic alarms could not function without battery sourced voltage. Problem source is user interface.